Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three episodes of peritonitis. The cause of the peritonitis events was not reported. It was not reported if the patient was hospitalized for the events. Treatment for the events was not reported. At the time of this report, the patient outcomes were not reported. On an unreported date, the pd catheter was removed. No additional information is available.